Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed early afternoon. A 27mm watchman ® laa closure device was deployed with a la pressure of 11mmhg. The release criterion was confirmed with a compression ratio of 20% and the closure device was implanted. However, 5 minutes after releasing the device the (B)(6) observed that the device had embolized to the left ventricle. The device was removed via transcatheter snare into a watchman access system and withdrawn from the patient. The physician did not try to implant another device. No further patient complications were reported and the patient's status is stable.